Event description:
It was reported that during thyroid lobe procedure the emg tube couldn't able to set the cuff seal. After the initial seal attempt failed, additional air was added, but the issue persisted. The cuff and tube were not checked prior to use, as this is no longer standard practice. A 10 ml syringe was used to inflate the endotracheal tube cuff, with 8 ml of air initially used, followed by an additional 5 ml. The patient was intubated then cuff issue was identified and extubated immediately. The procedure was completed with another tube using another tube that achieved a proper seal, which extended the procedure time by approximately 10 minutes. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis stated that the packaging carton, device, and both inserts were returned in a large red bag. There was no damage noted to the packaging carton when returned. Upon return, traces of clear bubbly residue were observed at the distal end of the device (inside the tip of the tube). There was no damage noted in the construction of the device, and harness had paper tape intact when returned. A syringe was used to inject 15cc of air into the cuff and the cuff inflated/deflated with no issues. Furthermore, the inflated cuff was submerged under the water for leak observation and found no leakage. Same as the cuff, the inflation assembly was submerged under the water for leak observation and no leakage observed. The cuff was inflated/deflated multiple times and there were no issues that could be observed during the cuff inflation/deflation, or air/water leakage test. The complaint was not confirmed, no out of specification condition was observed. H6: codes b01, c19, d1102 has been updated. The previously updated codes b17, c20, d16 were no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.